Event description:
The customer reported that while the unit was in use on a pt, blood entered the intra-aortic balloon catheter and the unit did not alarm. The pt ws switched to another unit and therapy was continued. No pt injury was reported.